Event description:
A doctor's office alleged that seven (7) patients had experienced the debonding of a fibrekor fiber post with the core and crown still attached. This is the first of seven (7) reports.

Manufacturer narrative:
Patient information with regard to gender, age, and weight was not provided. A new post, core, and crown was created and cemented for the patient during a return visit. The patient is doing fine at this time. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.